Manufacturer narrative:
Device received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime or compromised force sensor system alarm test, excessive no delivery test, self test, unexpected restart error test and displacement test. Device passed the delivery accuracy test. Device received with cracked case at the battery tube threads and reservoir tube lip. Device received with minor scratched display window and case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call for high blood glucose. The customer¿s blood glucose was 500 mg/dl at the time of the incident. Patient's current bg: 71 mg/dl. Customer treated for high blood glucose with 20 units of insulin in. Customer reports they have contacted their healthcare professional regarding the high blood glucose. Customer reported that she has a crack on the face of the insulin pump, right above the esc button. Customer reported that she went to the doctor today and the nurse told her that she have a crack in her insulin pump and getting alarms for no reason. The pump will be returned for analysis